Event description:
It was reported that the ilet charger exhibited a loose power connection at the cord-to-charger interface, requiring manipulation to establish charging. Symptoms included no patient symptoms. Outcomes included no clinical impact. Investigation included troubleshooting and education with shipment of a replacement charger. Investigation of this case revealed a mechanical connection issue at the charger port consistent with intermittent charging. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear or damage to the charger connection.